Event description:
It was further reported that the patient experienced decreased pain relief. The expected volume was 4.6 milliliters (ml) and the actual volume was 8.6 ml. The cause of the discrepancy was reported to be due to the pump near on of battery life. No troubleshooting was done. This patient was also taking ms contin, zanaflex, and roxicodone. The patient was currently reported as being ¿ok¿ and receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8598a, serial # (B)(6), implanted: (B)(6) 2012, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft bearing. Further, a motor stall recovery was noted in the logs and this was an indication that in the pump's life there was at one time a motor stall and then recovery. During destructive analysis the technician found significant residue and shaft wear on the lower shaft of gear 1 and residue and discoloration was noted on the jewel where the lower shaft of gear 1 inserts into the bottom bridge assembly.

Event description:
It was reported that for the ¿past few refills¿ there would be more drug in the pump than expected according to the 8840 patient programmer. Reportedly, there had been filling/aspiration difficulties. It was not known if there had been any diagnostic testing or troubleshooting performed or if the issue was resolved or if there were any associated patient symptoms/complications. The patient was scheduled for replacement due to the elective replacement indicator (eri) and not primarily due to this discrepancy issue. However, the pump was reportedly replaced on (B)(6) 2013. During the replacement the exact amount of drug aspirated from the old pump was the same amount stated on the 8840 programmer and that volume was 25.2 cc¿s of drug. The device system delivered baclofen, prialt, and fentanyl. Further, reportedly the previous pump drugs were implanted into the new pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was doing well post pump replacement.